Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and circuit boards. System operates as intended. (B) (4).

Event description:
The customer reported, the system is displaying a communication failure. No patient injury was reported.